Manufacturer narrative:
Reported event of system fault error. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable o determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that an endostat 3 bipolar/monopolar electrosurgical generator was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device had a system fault error. The fault could not be cleared by cycling the system power. The procedure was completed with another endostat 3. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis of the returned endostat iii rf generator revealed the unit was received in overall good physical condition. Functional testing was performed and it passed all requirements. The complaint was not confirmed. The device operated with no issues; as a result, the most probable root cause for this complaint is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat 3 bipolar/monopolar electrosurgical generator was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device had a system fault error. The fault could not be cleared by cycling the system power. The procedure was completed with another endostat 3. There were no patient complications reported as a result of this event.